Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. However corroded battery cap contact noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated multiple insulin pump error alarm reoccurred shortly after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.